Event description:
While using the plumepen smoke evacuation pencil bovie, during surgical procedure, the blade fell out while in use at the surgical site. Also noted that a plastic piece from inside the plastic sheath on the distal end of the bovie fell into the patient. The piece was retrieved. The patient was not injured as a result of this event.